Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that PICC placed on (B)(6) 2024. Consulted for occlusion. Unable to flush, no blood return from either lumen. Arm repositioned at the time of this initial assessment and made no difference. Tpa to both lumens. The red lumen resolved. The purple lumen required 2nd dose of tpa. After another 2 hours the lumen had blood return, but difficult to flush. The arm abducted and mild pressure applied just above the insertion site. With this pressure, the line flushed easily and gave a brisk blood return. As soon as the pressure was released, the line was difficult to flush. Cxr requested to include arm. On (B)(4) - patient sent to CT and CT refused to scan patient due to mechanical issues with PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.